Event description:
The patient's generator was replaced on (B)(6) 2012. As reported in manufacturer report # 1644487-2012-00590, the patient was having surgery due to high impedance with suspected possible incomplete pin insertion in the generator. Pre-operatively, the battery indicator was full (ifi=yes). The resident made the incision and used electrocautery to achieve hemostasis at the incision. When he proceeded deeper into the pocket he used bi-polar cautery. The generator was removed, and the pin was disconnected. The pin was inspected, cleaned, and reinserted. System diagnostics were performed with a result of high lead impedance and eos=yes. The test was repeated several times with the same result. The surgeon decided to open a new generator at this time. Device diagnostics were performed following generator replacement and resulted with okay results. Product analysis of the generator was completed on (B)(6) 2012. Product analysis verified that an end of service warning message appeared in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Diagnostic testing indicated ifi=no. There is sufficient information to indicate that the device was disabled on the date of surgery due to the use of electrocautery during surgery which damaged the generator. This is addressed in labeling that electrocautery during surgery can cause the pulse generator to become disabled.